Manufacturer narrative:
(B)(4). Patient reported to be in the (B)(6). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was discarded at the facility; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery (cfa) was attempted using a proglide device after a peripheral interventional procedure. Reportedly, suture deployment and knot tying was completed; however, bleeding was still observed. The guide wire had been left in place and the physician positioned a sheath in the groin to perform a femoral angiogram to assess the cause of the groin bleeding. It was noticed that there was no blood flow in the superficial femoral artery (sfa). The physician cut the proglide sutures from the cfa, performed another angiogram and the blood flow was observed to be restored. A non-abbott device and manual arterial compression were used to achieve hemostasis. It was indicated that the cause of the sfa no blood flow was due to the sutures tightening on the sheath, when it was inserted in the groin to perform the angiogram. There was no adverse patient sequela. The physician was reported to be trained in the use of the proglide device. No additional information was provided.